Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No moisture damage was found inside the reservoir compartment and inside the pump. (B)(4).

Event description:
The customer's mother reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 77 mg/dl. The mother stated that her daughter got out of bed in the morning and the lcd screen looks like it has colored ink under it. The mother stated that insulin leaked out of the reservoir. The customer reported there is fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.